Manufacturer narrative:
(B)(4) - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the 14-years-old female child patient's infusion set tubing was kinked. The blood glucose level of the patient was 400 mg/dl which was treated with bolus via pump, manual injections and changing infusion sets. Therefore, on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.